Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that on (B)(6) 2017 her ins seemed to lose efficacy. The patient reported that on (B)(6) 2017 her pain had been terrible and she would like to see if her ins could be adjusted. The patient reported that she did a little more bending on the day prior to the report than she normally did. The patient reported that her pain was so bad she could hardly walk. It was noted that this was a sudden change in therapy/symptoms. No further complications were reported.